Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty compressor. The heater-cooler device was requested for return to livanova deutschland for investigation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t caused a short circuit and fuses for the operating room were blown during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device in question was returned to livanova (B)(4) for a detailed investigation. The investigator could confirm the reported error. A hole inside the evaporator was identified as root cause of the reported failure. Considering the manufacturing date of the unit, it is possible that wear and improper user handling could have led to the reported issue. Device related disposition was left to customer's discretion. Livanova (B)(4) has initiated corrective and preventive actions to investigate this type of issue.